Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a component failure was determined as the cause of the run-on condition. The component failed due to corrosion, which is most likely caused by improper cleaning/sterilization techniques. The component was replaced and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of patient or user injury, or of any adverse consequences associated with this event.